Manufacturer narrative:
UDI #: no UDI because this device is not sold in the USA .

Event description:
It was reported to philips that the efficia dfm100 defibrillator showed dashed lines on the screen while using a 3 lead ECG cable. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no negative patient impact.